Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor on (B)(4)-2011 13:52:56. Fourteen - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(4)-2011 in the timeframe between 10:19:09 and 11:33:32. 3 - vf (ventricular fibrillation) <=200 ms between (B)(4)-2009 10:27:26 and (B)(4)-2011 20:00:52. Ventricular short interval count v-sic=2757.1 counts avg/day, in 1.03 days, between (B)(4)-2011 13:42:06 and (B)(4)-2011 14:18:06.

Event description:
It was reported that the patient received five inappropriate shocks, and the lead showed oversensing of noise. An apparent lead fracture was also reported. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.